Event description:
It was reported that the pump lost power while on a patient. "Check for proper ECG and triggering. Ran pump for 1.5 hours. No problem. Replace battery and power supply. Found blood back and system error 3. Replace blood back components and mforce driver. Check ECG skin and monitor triggering. No problems found." No patient harm or injury. The pump was not exchanged for another. The current status of the patient in "unknown". See associated MDR 3010532612-2024-00195

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), returned for investigation were the martek power supply and the battery. Visual inspection of the samples was performed and no abnormalities were noted. The power supply and the battery were installed into a known good ac3 for functional testing. The system power-up successfully. The power supply voltage check was performed per ac3 series service manual and all output voltages were within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.0 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The unit ran for over 90 minutes along with the proper alarms "less than 20, 10, and 5 minutes remaining". A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "pump lost power while on patient" is not confirmed. The returned power supply and battery passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that the pump lost power while on a patient. "Check for proper ECG and triggering. Ran pump for 1.5 hours. No problem. Replace battery and power supply. Found blood back and system error 3. Replace blood back components and mforce driver. Check ECG skin and monitor triggering. No problems found." No patient harm or injury. The pump was not exchanged for another. The current status of the patient in "unknown". See associated MDR 3010532612-2024-00195.